Event description:
The customer reported that following a stent procedure in 2000, a vasoseal vhd kit size 2 was deployed. Approximately four hrs later, a doppler was unable to get a pulse. The pt was sent to radiology for an angiogram. The pt was taken to surgery and collagen was removed from the right superficial artery. No further complications were reported.